Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, alarm was noted with double beep then constant beep that read no disposable clamp tubing. No patient consequences were reported. No adverse effects were reported.